Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2011-03499 addresses the first cre balloon, while manufacturer report # 3005099803-2011-03500 addresses the second cre balloon. It was reported to boston scientific corporation on (B)(6), 2011, that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) in the esophagus performed on (B)(6), 2011. According to the complaint, when the balloon removed from the protective sleeve, it seemed as if there was air inside the balloon already. They attached an alliance syringe in an attempt to remove the air; however they were unsuccessful. When they attempted to advance the device through the scope, they could not due to the air. It was confirmed that a vacuum was maintained while inserting the balloon into the scope and that there was no reported damage to the balloon or catheter. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.